Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the device emitted beeping tones, which was found to be due to the device and right ventricular (rv) lead exhibiting high out-of-range pace impedance measurements. The lead impedance has historically been high. The physician does not plan to intervene at this time and the clinic plans to continue monitoring the patient remotely. The patient is not dependent on pacing. This product remains in service. No adverse patient effects were reported.